Event description:
A report was received from health canada's canada vigilance program which states, "new insulin line primed, put into pump, noted to be leaking onto floor. Opened pump and properly clamped it in, hooked up to patient and started infusion. Noted to be running faster than rate set in pump." There was patient involvement. The reporter selected imdrf codes e0601 - arrhythmia and f23 - unexpected medical intervention. Bd has learned additional information. It was reported that the "event caused a shift in potassium (blood level) and led to frequent pvcs (premature ventricular contractions), and blood glucose trending down." Per customer, they "replaced both pressure sensors; unable to pass pm (preventive maintenance) due to failure during pressure check - continued troubleshooting by opening asset, noticed that bezel is cracked internally - replaced bezel and completed calibration and pm." The customer reported that the device has been "fixed and returned to service." Although requested, the customer declined to return the device for further investigation.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "new insulin line primed, put into pump, noted to be leaking onto floor. Opened pump and properly clamped it in, hooked up to patient and started infusion. Noted to be running faster than rate set in pump." There was patient involvement. The reporter selected imdr codes e0601 - arrhythmia and f23 - unexpected medical intervention.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.